Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: a visual inspection of the pump revealed no damage or cracks in the cartridge compartment. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.